Event description:
Allegedly, stem replacement surgery was performed on (B)(6) 2020 for stem sinking after primary bha surgery on (B)(6) 2020.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.